Event description:
The account alleged that the bed is not sending a signal to the nurse's station when the out of bed alarm sounds at the bed. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.